Event description:
The customer contacted physio-control to report that they were unable to change the energy setting of their device. When this occurred the service indicator was illuminated and the energy setting was flashing. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.